Event description:
Pt removed the pcn 6 mu in a 100 ml/hr pump from the refrigerator right before infusion. Since the medication was cold, pt called the rn for directions to warm up the pcn. As per rn directions, the pt placed the pcn pump into the microwave which resulted in explosion of the pump. (*)